Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer ref#(B)(4) syringes are very oily, looks like oil residue inside the syringe as well. Customer also just advised they located a further 10 impacted devices today ¿ so that is now 30 total.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer ref#: (B)(4) syringes are very oily, looks like oil residue inside the syringe as well. Customer also just advised they located a further 10 impacted devices today ¿ so that is now 30 total.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.